Event description:
112 days following a coronary artery drug eluting stenting treatment procedure an aneurysm was found. In the initial emergent, unscheduled procedure indicated by st-segment elevation myocardial infarction, the physician treated a lesion located in the left anterior descending (lad) coronary artery. The lesion was predilated using a 2.5x12mm maverick balloon inflated to 8 atomspheres for 20 seconds and again to 8 atomspheres for 20 seconds. A 3.0x18mm johnson & johnson cypher drug eluting stnet was advanced but did not cross the lesion. It was reported to be a difficult case and multiple techiques and aids were used without success. Finally the system was upgraded to a 7 fr system with a jcl 4.5 guiding catheter. A 2.75x12mm maverick balloon was inflated to 8 atmospheres for 20 seconds. Then a 3.0x8mm taxus express2 drug eluting stent was deployed in the mid lad after the second diagonal branch at 12 atmospheres for 30 seconds and again at 16 atmospheres for 60 seconds. There was some shifting of plaque and a pt graphix wire was advanced into the socned diagonal branch. Rescue angioplasty was done with a 2.5x9mm maverick balloon inflated to 6 atmospheres for 10 seconds and again at 10 done with a 2.5x9mm maverick balloon inflated to 6 atmospheres for 10 and againt at 10 atmospheres for 390 seconds in the proximal diagnonal. The patient tolerated the procedure well and had improvement in his EKG and no chest pain noted. Medications received included lovenox, integrilin and nitroglycerin. 112 days later the patient returned for recurrent chest pain and dyspnea. Upon coronary angiogrpaphy and intravascular ultrasound (ivus) it was noted that there was an ecstatic region around the stent. "By ivus, there is no true evidence of actual aneurysm." Timi iii flow was noted throughout the entire lad. There were no complications noted and the patient was transferred to an outpatient bed. Medications received were heparin and nitroglycerin.